Event description:
It was reported that prior to the vacuum assisted breast biopsy procedure, there was a small piece of plastic have been allegedly found in the probe tip. It was further reported that there were some scratches noted on packaging. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: three electronic photos were provided, and it was reviewed. The first photo showed one partial encor probe needle with needle tip protector placed over the needle. The opened product package was visible in the background, the product information or entire probe body and trap chamber assembly were not visible within the photo. Upon closer examination of the photo, it appeared that skiving was present on the inner surface of the tip protector around the location of the trocar tip. The second photo showed one partial encor probe needle. The needle was exposed and not covered by the tip protector, the probe body and trap chamber assembly were not visible in the photo. And no anomalies were noted. The third photo showed one partial encor probe needle. The needle was exposed and not covered by the tip protector. A piece of material was noted on the aperture of the needle. One encor probe with a partial sample trap assembly, removable probe cover, and additional components: syringe adapter were received for evaluation. The probe was received without the needle tip protector. It was observed that the saline cap was not attached to the tubing. During visual evaluation, the probe appeared to be clean, the probe body was rotated to identify any cracks as no cracks were observed on the probe body and it was observed that the aperture was received closed. Also it was noted that a plastic material was noted to the distal end of the needle. No functional testing due to the nature of the complaint. Therefore, based photo review and evaluation results, the investigation is confirmed for the reported device contamination as unknown material was noted on the needle and skiving was noted on the inner portion of the plastic tip protector. The definitive root cause for the reported device contamination could not be determined based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3. H11: d4 (unique identifier (UDI) #), g1, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the vacuum assisted breast biopsy procedure, there was a small piece of plastic have been allegedly found in the probe tip. The procedure was replaced with another device. There was no patient contact.

Event description:
It was reported that prior to the vacuum assisted breast biopsy procedure, there was a small piece of plastic have been allegedly found in the probe tip. It was further reported that there were some scratches noted on packaging. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 10gv encor biopsy probe was received for evaluation. The device included a partial sample trap assembly, removable probe cover, and syringe adapter. The saline cap was returned unattached to the probe vacuum tubing. Product packaging and label were returned referencing ecp0110gv, lot# vtjng002. The probe was received without protective tubing and appeared to be clean. The probe gears appeared to be clean. A visual inspection was performed, including rotation of the probe body to assess for cracks¿none were observed, and no damage was noted to the rear housing. The aperture was received in the closed position. Upon visual inspection, an apparent plastic material was noted on the distal end of the needle and trocar tip. Three electronic photos were provided and reviewed. The first photo showed one partial encor probe, the needle with tip protector placed was visible. The opened product package was visible in the background, the product information or entire probe body and trap chamber assembly were not visible within the photo. Upon closer examination of the provided photo, it appeared that skiving was present on the inner surface of the tip protector around the location of the trocar tip. The second photo showed one partial encor probe needle. The needle was exposed, not covered by the tip protector, and the aperture was not visible. The probe body and trap chamber assembly were not visible in the photo. The third photo showed one partial encor probe needle. The needle was exposed, not covered by the tip protector and an apparent piece of material was extending from the probe aperture. Therefore, based on the photo review and complaint sample evaluation, the investigation is confirmed for the reported foreign material. The definitive root cause for the reported device contamination could not be determined. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.